Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4). The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 failed. A replacement device was used to complete the procedure. The hospital did not report any patient effects. I was notified with a message that they had a hp2 fail. I will find out more information next week. That is all I know at this point.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was not observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for ¿plate separated from jaw-bent/detached heater wire¿. The confirmed failure mode has been investigated in our CAPA system.

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed . A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4). The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 failed. A replacement device was used to complete the procedure. The hospital did not report any patient effects. I was notified with a message that they had a hp2 fail. I will find out more information next week. That is all I know at this point.